Event description:
This customer reported that this unit had more than one unexpected shutdown, and the battery-charging indicator is not lit. There was no report of any pt involvement.

Manufacturer narrative:
The factory has not yet rec'd the device for eval, and this complaint is still under investigation.